Event description:
It was reported a merlin.net transmission revealed a svt episode where the patient received inappropriate atp. The reoccurring nsln episodes were caused by post-paced t-wave oversensing. The vt episode was caused by av interval delta picking up a single pac that caused an unacceptable av dissociation value. The device had started to charge for hv therapy but aborted due to a return to sinus. Reprogramming av interval was recommended. No further information is available.

Manufacturer narrative:
(B)(4).